Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during an eviva breast biopsy procedure on (B)(6) 2026, the user was unable to inject anesthetic through the biopsy device. It is reported that an additional spinal needle had to be utilized to provide anesthetic during the procedure. The user site reports that once the biopsy procedure began, the user was unable to acquire tissue samples with the biopsy device, and a new device had to be used to successfully complete the patient's procedure. MDR is being submitted due to the additional medical intervention/spinal needle required to administer anesthetic. No further information is currently available.

Manufacturer narrative:
An investigation was conducted: it was reported that during an eviva breast biopsy procedure on (B)(6) 2026, the user was unable to inject anesthetic through the biopsy device. It is reported that an additional spinal needle had to be utilized to provide anesthetic during the procedure. The user site reports that once the biopsy procedure began, the user was unable to acquire tissue samples with the biopsy device, and a new device had to be used to successfully complete the patient's procedure. MDR is being submitted due to the additional medical intervention/spinal needle required to administer anesthetic. Investigation methods and findings: the device was not returned for this complaint. Investigation of this issue was conducted through customer-provided information, historical complaint review, analysis of similar events, and evaluation of product design. Cause/root cause: root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. Conclusion: the root cause analysis did not identify a definitive cause. A thorough review of device history records, complaint data, risk assessments, and testing did not reveal a specific failure mode. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the DHR for the corresponding lot was reviewed and no manufacturing issues or relevant risk factors related to the analyzed failure mode were identified.